Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into the patient's eye without any complications. The surgeon was manipulating the lens in the eye and he broke the haptic with the forceps. The lens was removed without enlarging the incision and put in another model lens. There was no patient injury or product issue with this lens, it was a surgeon's error.